Event description:
It was reported that there was a right revision due to pain and elevated cobalt. The stem was not taken out but corrosion was noted on the stem.

Manufacturer narrative:
An event regarding corrosion and elevated metal levels involving a v40 cocr lfit head 36mm/+5 was reported. The event was not confirmed. Device evaluation could not be performed as no device was returned. A review of the provided patient information and product details by a clinical consultant indicated many other aspects of the case remain somewhat obscure due to lack of clinical information and as such a firm root cause of failure cannot be established with the current set of information. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a right revision due to pain and elevated cobalt. The stem was not taken out but corrosion was noted on the stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.